Manufacturer narrative:
Under microscopic inspection, a circular indent can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent is located in the silicone material of the cup of the sc connector. This indicates the connection between the sc connector and the pump's outlet port may possibly have been occluded.

Manufacturer narrative:
Concomitant medical products: catheter model # ID 8709sc lot # unknown implanted on: unknown; explanted on: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced increased spasticity . A contrast test was done where several dark stains and catheter dilations suggested a possible catheter occlusion. At explant the health care provider (hcp) noted that the catheter tip was located at the catheter connection site and the catheter had not been anchored at prior implant. The catheter was explanted with no further complications. The catheter was replaced and anchored at that time. The patient outcome was noted as resolved. The pump was used to deliver baclofen.